Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly and no damage was noted on the keypad during the visual inspection. No unlocked keypad connector was noted and no cosmetic damage was noted.

Event description:
Customer reported that the keypad was not responding. Customer also stated that she tried to clear the check blood glucose readings alarm several times. Customer stated that the light button had not response. Customer's blood glucose reading at the time of the call was 234 mg/dl. No further information reported.